Event description:
It was reported that pump displayed malfunction code 12 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted customer with resetting pump, confirmed malfunction did not recur, advised that pump use could continue, and instructed customer to call back if any malfunction code recurred, which customer acknowledged and understood.